Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead pulled back with electrodes into the main body of the coronary sinus (cs) and the marker band definitely in the cs no longer nicely tucked into the vessel. Physician could not advance the lead with a wire and discovered that the original target vein had collapsed down and was no longer usable. Also, patient experienced diaphragmatic stimulation. This lead was explanted and replaced. No additional adverse patient effects were reported.